Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternate method of insulin therapy.